Event description:
The inflation device was used to inflate a balloon within the patient. Once balloon was inflated the physician realized the timer within the device was not working. We then used another timer to keep track of how long we were inflated and opened a new device for the next inflation.